Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: review of x-rays by the manufacturer revealed a gross lead discontinuity. Conclusions: device failure occurred.

Event description:
It was reported that the patient was to undergo revision surgery. Further information reveals that the patient had high lead impedance on diagnostics. It was also noted that the patient was experiencing an increase in seizures. The relationship of the increase to pre-vns levels is unknown. X-rays were reviewed by the manufacturer and a gross lead fracture was noted. Follow-up with the physician reveals that the increased seizures are believed to be related to the lead fracture. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. No patient manipulation or trauma occurred. Patient had device replaced on (B) (6)2010. Product was returned to the manufacturer, but analysis is pending.